Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer boots up normally without any errors when first turned on. However, system errors were noted in the error log, also there was an error that occurred every time a pacemaker was interrogated. It was also noted that the programmer had a noisy cooling fan, the media bay door was ripped off and missing, and the personal computer memory card international association (pcmcia) slot was missing both ejector pins.

Event description:
It was reported that an error message occurred. The service disk did not resolve the issue. There was no patient involvement.